Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Clinic administrator reported rupture, diagnosed by ultrasound. Side unknown. To be explanted.

Event description:
This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, brown/red particles in the surface of the shell, crease flat and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is an opening sharp in the posterior side assessed as an unidentified (tear) opening.